Event description:
It was reported patient underwent left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation. The liner and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name; product / lot code / expiration date; date of implant; PMA/510(k) number; manufacture date . There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. "